Event description:
The home patient (hp) reported feeling abdominal pain and shortness of breath, as if home pt were overfilled, while using the homechoice cycler for apd therapy. The hp related during apd therapy pt placed the cycler into a manual drain, however, pt does not remember how much fluid had been removed. Hp reportedly went to the hosp after apd therapy on the day of the event and approximately 1 l of fluid was removed from pt's left lung. The hp reportedly was not admitted to the hosp but was sent home the same day. The hp reportedly continued apd therapy until 12 days later, at which time pt was hospitalized for 11 days. According to the hp, approximately 1 l of fluid was removed from pt's right lung during hospitalization. Tests performed during hospitalization revealed 3 leaks in the hp's diaphragm. Follow up with the hp's healthcare professional (hcp) reveals the hcp does not feel that an overfill of solution had occurred and does not attribute pleural effusion to the homechoice cycler, however, pt cannot say what to attribute it to. According to the hcp, pt suspects that the hp may have had a pre-existing weakness in diaphragm.